Manufacturer narrative:
Three pro-padz radiolucent solid gel electrode sets were returned for evaluation. Testing showed normal electrical resistance (0.3 ohms) and confirmed an intact conductive pathway. All electrode sets passed functional and cable-stress testing using a known-good device and simulator, with continuous ECG signal visibility. Energy delivery testing was also successful (device charged to 200j and discharged 200- 232 j through the electrodes). No abnormalities were found, and the customer report could not be reproduced. The device or clinical log from the event were not available for evaluation. Attempts were made to contact the customer. The returned product was scrapped. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a 71-year-old female patient, the associated defibrillator was unable to obtain an ECG signal via these attached electrode pads. The patient had to be ventilated with an ambu bag and required further sedation until new defibrillation pads were applied. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.